Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complaint, the balloon g-tube 20fr ruptured after 1 week of placement. The procedure was completed with another unknown manufacturer's device. The procedure was able to be performed successfully. No patient complications were reported as a result of this event.